Event description:
Probable lead fracture as evidenced by high lead impedance and loss of capture and loss of sensing. Pacemaker had to be reprogrammed from dual (ddd) to single (vvi) chamber mode with loss of atrial contribution to cardiac output.